Manufacturer narrative:
The device evaluation was completed for the reported event of system error 345. A service history review revealed no issues that could have caused or contributed to the reported event. A visual inspection was conducted and no abnormalities related to the reported problem. The device also underwent functional testing and it was determined that the pump was experiencing system error 345. The cause was determined to be a failed upstream sensor. The failed upstream sensor was to be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 345. Any patient involvement, injury or medical intervention is unknown.